Event description:
It was reported that a large volume ce infusor leaked approximately 10 ml which was contained in the over pouch. It was further reported that leak appeared to be ¿coming at the end of the tubing where the lock is located¿. The device contained 5% dextrose. The issue was identified before use on a patient while the bag was contained in the over pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation was completed. A visual inspection on the unit via the naked eye noted several small drops of fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of the small leak inside the bag was found to be a slightly untightened blue winged cap. The cap thread was not exposed. White marking was not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green colored water. After fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The unit was monitored until the next day. The next day, no signs of a leak were observed. The reported condition was verified. The cause of the condition was undetermined, however, it was noted that the cause was potentially due to a use error by not securely tightening the blue winged cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.